Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) current did not trigger. First, the error message on cable break appeared, then instrument contact damaged or defective. The power cable was replaced, but the error persisted. Then, the scissor tip and instrument contact were replaced, but the monopolar current still could not be triggered. Finally, a new monopolar scissor was installed. The procedure was completed with no reports of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. An in-house tip accessory was installed on the instrument and placed on the in-house system. The instrument passed the recognition, engagement and tip recognition. The instrument passed energy delivery testing in various orientations. The instrument was retested twice and passed on both attempts. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. Visual inspection was performed and there was no external damage to the snake wrist, shaft and housing. The housing was removed for inspection and no issue were observed. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tip was not damaged and there were no visible abnormalities on the instrument.

Event description:
Refer to h11 for follow-up information.